Manufacturer narrative:
Approximate age of device ¿ 5 years, 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Although the report of low flow alarms was confirmed via the submitted system controller log file, the cause of the events could not be conclusively determined. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for dehydration and continuous low flow alarms regardless of being connected to batteries or the power module. The patient was clinically stable and in no distress. Mean arterial pressures were running normal and the patient¿s international normalized ratio was therapeutic. The log file submitted to the manufacturer appeared to show multiple low flow hazard alarms where the flow estimator dropped below 2.5 lpm. The system controller was exchanged, but the alarms still continued intermittently. An x-ray showed possible malposition of the inflow conduit. It is suspected that the malposition contributed to the low flow alarms. The patient was discharged with no further intervention planned at this time.